Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as the estimated longevity remaining decreased from 25% to 10% over the course of one year. A request was made to have data from this device analyzed. Data analysis has not yet been performed as the device data is not available at this time. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects were reported.